Manufacturer narrative:
It was reported that this device will not be returned for evaluation. Without an evaluation, the complaint cannot be confirmed and the root cause of the driver tip breakage cannot be determined. This is a reusable device, and the only information given referencing the condition of the device, was that the lot number on the shaft of the driver was worn off. Since the device will not be returned, and the lot number was not provided, a manufacture date could not be provided. A two year review of complaint history for this and similar product was performed, and the safety risk was evaluated to be acceptable (there was only one similar complaint). Additionally, the customer account history indicates this device has been in the field of use for over eight (8) years. To reduce the risk of injury to the patient, the product's instructions for use (IFU) provides the following cautions: upon insertion into the bone tunnel, do not bend or use as a lever arm. Examine the driver prior to screw engagement for gouges, scratches, or dents. Ensure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. Full insertion of the tri-lobe driver within the lumen of the matryx interference screw is mandatory for proper implant delivery. Do not use driver to pry, as bending or breakage may occur. Device was lost in the field.

Manufacturer narrative:
The initial medwatch report, which was submitted on september 20, 2013, indicated that the device had been lost and therefore was not expected to be returned for evaluation. However, on september 27, 2013 the device was received for evaluation and thus prompted this follow-up report. An evaluation and visual inspection of the returned bioscrew universal tri-lobe modular driver found the tip had broken off and the broken portion was not returned. Further evaluation found the area of the breakage is jagged and consistent with excessive lateral forces being applied during use. Also, the reference numbers and radial etch marks are faded and illegible. Additionally, harness testing was performed and confirmed the product was within specification for rockwell harness. This is a reusable device and a review of the account's latest purchase history indicates that this device has probably been in use for over eight (8) years. Based on the damaged condition noted on the tri-lobe driver and the evaluation findings, it is believed the most likely cause of this reported breakage is heavy use and/or questionable handling by the user. This bioscrew driver tip is made of (B)(4) stainless steel per astm (B)(4). It is not meant for implantation.

Event description:
It was reported that on (B)(6) 2013, during an acl reconstruction surgery, the tip of the bio-screw universal tri-lobe modular driver broke off inside the screw head, after the screw was completely inserted/seated in the patient's femoral tunnel. Thus, the anchor was not protruding from the pilot hole, and the broken tip of the driver did not hinder the remainder of the procedure. To date, there has been no information to indicate patient injury and/or a planned secondary surgical intervention. It was also reported that the lot number had faded off of the instrument. Additionally, the device has allegedly been lost, and is not expected to be returned for evaluation.